Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered one burst of anti-tachycardia pacing (atp) and one shock as inappropriate therapy due to oversensing of noisy signals of the right ventricular (rv) lead. During the shock, a high out of range shock impedance measurement was recorded. Technical services (ts) was consulted and discussed stored data, with an rv lead fracture suspected and a lead revision was recommended. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered one burst of anti-tachycardia pacing (atp) and one shock as inappropriate therapy due to oversensing of noisy signals of the right ventricular (rv) lead. During the shock, a high out of range shock impedance measurement was recorded. Technical services (ts) was consulted and discussed stored data, with an rv lead fracture suspected and a lead revision was recommended. This device remains in service. No additional adverse patient effects were reported. At a later date, this right ventricular (rv) lead was explanted. A new device was implanted. No additional adverse patient effects were reported.